Event description:
A caller reported a problem with the pump's touchscreen, which was unresponsive and frozen, preventing interaction. There was no adverse impact on the customer's blood glucose level. The caller reset the pump with guidance from technical support, and it restored the screen's functionality, allowing interaction again.